Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown whether this product caused or contributed to the reported event, we are filling this MDR for notification purpose. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with lumbar canal stenosis; and underwent posterior lumbar interbody fusion at l3-l4 and transforaminal lumbar interbody fusion at l4-l5. On an unknown date, post-op, the patient had pseudoarthrosis and the patient's l4 vertebral body collapsed. Hence, the patient underwent a revision surgery, in which all the devices placed at l3-l4-l5 were all removed. L4 vertebrectomy was performed and t2 was placed. Diameter of 22 × 25, an endocap of 8 degree × 2 were placed on the craniocaudal side. Pedicle screws were inserted at l2-l3 and l5 with 5s from posterior side, and rod was placed. Connector was placed and the procedure was completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.